Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage found from the q site due to damage. It was reported that on (B)(6): inserted a triple lumen cvc from the right internal jugular and connected the q-site, on (B)(6) : 0:00: exchanged the infusion set, no problems at 3:30, noticed a leak during the 9:30 round, confirmed damage to the q-site. The only drug administered was maintenance solution (potacol), which was administered continuously at 40ml/h via a pump the infusion set was exchanged once a week, and the q-site was disinfected with alcohol at that time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. Four photographs and one q-syte connector were provided for investigation. A functional test revealed a leak from the connector. A microscopic examination revealed a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.